Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter (B)(4) for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that the pump would not charge service now messages had to replace the batteries several times" was confirmed by service. This condition was caused by a blown 1.6 amp fuse; the ceramic fuses found in the device are an incorrect type. The fuses will be replaced to fix the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This issue is being investigated through CAPA.

Event description:
The facility reported, to baxter (B)(4), a colleague infusion pump which was not charging. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.